Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The account stated that follow up testing was being performed on a patient that had an acute toxo infection. False low results were obtained with axsym toxo igg. An initial axsym toxo igg result of 1.7 iu/ml was generated. The sample was repeated and was 190 iu/ml (same aliquot) and 225 iu/ml (primary tube). An initial axsym toxo igm result of 0.1 was generated. The sample was repeated and was 0.94 (same aliquot) and 0.95 (primary tube).

Manufacturer narrative:
(B)(4). Axsym toxo igg ln 9k08-20 lot 68772hn01 and toxo igm ln 9k09-20 lot 68783hn01. Subsequent to the erratic results the customer technical advocate (cta) recommended that the customer verify the sample for bubbles and replace the probe. Follow-up with the customer indicates the probe was replaced and there were no further erratic result issues. The service history for the axsym analyzer (B)(4) was reviewed and there were no additional erratic toxo result complaints generated. Field service was dispatched to the account on (B)(6) 2009 following an occurrence of poor precision of rubella igg. The customer had replaced all of the bulk solutions, both probes, meia lamp and performed a tubing decontamination. The field service representative replaced the small volume liquid heater and performed verification procedures and results were as expected. The complaint analysis and trending system database was reviewed and no adverse trends were identified for erratic, inconsistent and aberrant results. The axsym system operations manual was reviewed along with the axsym toxo igg and igm package inserts. The root cause could not be determined with the available information. No product deficiency was identified. This is the final report.